Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated their roommate went to check and see what the patient was doing and found the patient unresponsive. It was indicated that the cgm was reading high and the patient¿s roommate checked the patient¿s blood sugar and the bg meter was reading 23mg/dl. The roommate administered the patient with 1cc of glucagon prior to the paramedics arriving. When the paramedics arrived, they checked the patient¿s blood sugar and the bg meter was reading 25mg/dl. The paramedics administered the patient with a glucagon shot and wait around. After 2 hours, the patient became responsive, another finger stick was performed, and the bg meter was reading 150mg/dl. The patient declined to go to the hospital and the paramedics left at around 4:00am. At the time of contact, the patient was in stable condition. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. Reportedly, the patient used multiple bg meters throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.